Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned stem. Method & results: product evaluation and results: the stem was returned in the fractured condition. A material analysis has been performed. The report concluded: plastic surface deformation consistent with micro-motion at the stem-cement interface and the fracture morphology was consistent with a fatigue fracture. Eds analysis showed that the stem alloy is consistent with the drawing. No identifiable materials or manufacturing discrepancies were observed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the patient's hip was revised due to stem fracture. The event was confirmed via evaluation of the returned stem. A material analysis has been performed which concluded that plastic surface deformation consistent with micro-motion at the stem-cement interface and the fracture morphology was consistent with a fatigue fracture. Eds analysis showed that the stem alloy is consistent with the drawing. No identifiable materials or manufacturing discrepancies were observed. The exact cause of the event could not be determined. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the exeter stem was revised due to a fractured stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the exeter stem was revised due to a fractured stem.